Event description:
It was reported that (5) devices were used during an unknown procedure. It was reported by the affiliate that the 512sd trocars safety shield fails to disengage. Another instrument was used to complete the case. There was no consequence to the pt. Only (1) of the devices involved is being returned.